Manufacturer narrative:
Device passed the displacement test. Pump received with cracked battery tube threads, broken belt clip rails slot, cracked keypad overlay, missing display window cover and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was full of scratch and he can hardly see the display. Insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.